Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension and death as listed in the graftmaster coronary stent graft system instructions for use (IFU) are known patient effects that may be associated with coronary stenting. It has been determined that a conclusive cause for the reported stent graft leak and patient effects cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery of a very high risk patient who was not a candidate for cardiac surgery. A perforation occurred during the procedure due to an unspecified device. The 4.0x19mm graftmaster stent implant was deployed without issue; however, the perforation was not fully sealed by the stent implant and continued bleeding. The patient experienced hypotension and was treated with intravenous fluid (IV) fluids. The patient then experienced cardiac tamponade and pericardiocentesis was performed without much success. The patient went into respiratory distress and was intubated; however, the decision was made by the patient's family to stop treatment and the patient expired. No autopsy was performed as the death was deemed related to the complications of the perforation. There was no additional information provided.